Event description:
A healthcare facility in (B)(6) reported that an rd900agu neopuff infant resuscitator had a broken gas outlet port. This was observed prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint rd900agu neopuff infant resuscitator was returned to fisher & paykel healthcare (fph) service centre in (B)(4), where it was inspected by a trained fph technician. Results: visual inspection of the neopuff unit revealed that the gas outlet port was broken, confirming the reported fault. A lot check revealed no other complaints of this nature for lot number 060607. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infant until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. It is most likely that the physical damage to the gas outlet port was caused by some sort of impact. The neopuff technical manual states the following: "dropping the neopuff/perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient." The neopuff was fitted with a new front panel and valve assembly, given a full performance check, and returned to the healthcare facility to be put back into service.